Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 00mlx light source overheats and it has a broken glass and broken holder for the glass. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The 00mlx light source was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. Failure analysis: the reported complaint is confirmed. Evaluation identified a broken lens and lens holder due to rough handling/environmental damage. To resolve the issue, the lens and lens holder were replaced and dust and debris was removed from unit. The missing lens can cause the unfocused light to create excess heat. No manufacturing, workmanship, or material deficiency has been identified. Root cause: the returned 00mlx light source is in used condition with a damaged heat lens and lens holder due to rough handling or environmental damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.